Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. A 3.00mmx16mm synergy drug-eluting stent was selected to treat the target lesion. However, during preparation, upon removing the stent protector, the stent got dislodged from the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent protector and stent were not returned with device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. A 3.00mmx16mm synergy¿ drug-eluting stent was selected to treat the target lesion. However, during preparation, upon removing the stent protector, the stent got dislodged from the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.